Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient complained of pain following the initial procedure. The surgeon determined that the most cranial positioned implant was too long and was impinging on the neuroforamen. Four days after the initial procedure, the surgeon performed a revision procedure where he removed the cranial positioned implant and replaced it with a shorter implant of the same type in a new position. No other preexisting implants were adjusted or removed. The patient's symptoms resolved following the revision procedure.